Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure-1471," "internal comm failure-1475," and "compressor fault-2001" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report of the device displayed "internal comm failure - 1471" and "internal comm failure - 1475" messages was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The lcd flex cable was reseated and the smart pneumatic module-cup ribbon cable was replaced as a precaution. The customer's repot of the device display a "compressor fault - 2001" message was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.